Event description:
The national complaint coordinator (ncc) for baxter received a complaint from a user facility involving the basal/bolus infusor lv with a patient control module attached. The device was filled with 110ml of 4% ropivacaine hydrochloride hydrate and connected to a patient via catheter. According to the facility, the device over-infused during patient use. The facility reported that the device completed infusion in 16 hours. There was no adverse patient outcome, injury, or medical intervention associated with the alleged incident. No further information was available.

Manufacturer narrative:
The sample was received however, the sample investigation has not yet been completed. A follow up report will be submitted upon completion of the investigation.